Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd 60ml syringe luer-lok¿ tip experienced device damage while still considered operable. The following information was provided by the initial reporter: immunizer preparing to draw up saline: noticed a large crack from 1ml marking to the 3 ml marking. Who was affected? No person affected. Unexpected or prolonged care? No.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-08-11. H6: investigation summary samples received for investigation, upon visual inspection cracked barrel is observed. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the available information we are not able to identify a root cause. However action plans have been initiated to reduce this failure. H3 other text : see h10.

Event description:
It was reported that the bd 60ml syringe luer-lok¿ tip experienced device damage while still considered operable. The following information was provided by the initial reporter: immunizer preparing to draw up saline - noticed a large crack from 1ml marking to the 3 ml marking. Who was affected? No person affected. Unexpected or prolonged care? No.